Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the hospital after suffering a fall. No syncope was reported. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was performed at this time.